Event description:
Emts responded to a person described as unresponsive and cold to the touch. The pt was connected to the device and diagnosed in asystole. External pacing was initiated by the emts, but, according to the reporter, the device alarmed leads and would not pace the pt. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death because the pt was down a long time and not viable.